Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per operative notes, ¿an incision was made on the floor of the inguinal canal. Hernia sac was dissected out. A perfix plug (device 1) was placed into the internal ring and secure it with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia, adhesion thereby underwent open repair with implant of pre-shaped mesh (device 2). Per operative notes, ¿an incision was made through the old incision. Previously placed perfix plug (device 1) was pulled away from inguinal floor. All adhesions were taken down. Pre-shaped mesh (device 2) was placed into the shelving portion of inguinal ligament and secure it with sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia, adhesion thereby underwent laparoscopic repair with explant of perfix plug (device 1) and pre-shaped mesh (device 2) and implant of synthetic mesh. Per operative notes, ¿a supraumbilical incision was made. Indirect right inguinal hernia sac was dissected out. Previously placed perfix plug (device 1) and pre-shaped mesh (device 2) were removed. A synthetic mesh was placed in the preperitoneal space and secure it with tackers.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. This emdr represents the bard mesh pre-shaped (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.